Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure embedded in uterus / migration of essure: uterine wall / essure along the right side of the fundus of the uterus within the myometrium / right fundal essure coil noted within the myometrium / perforation (uterus)/ coils came out embedded in ut') and embedded device ('coil came out and embedded in uterus') in an adult female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's medical history included overweight, multigravida (total pregnancy :- 8) and parity 4 (total live birth date :- (B)(6) 2003; (B)(6) 2009; (B)(6) 2014; (B)(6) 2017). Concurrent conditions included anemia, chlamydial infection, ovarian cyst, shortness of breath and trauma. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)/ pain during menesis"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines / headache"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), stress ("emotional stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovulation pain ("ovulation pain"), pain in extremity ("side back bilateral legs pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), neuralgia ("radiating nerve pain") and ligament pain ("ligamnet pain") and was found to have a pregnancy with contraceptive device ("pregnancy (termination) / high risk pregnancy with unnecessary abortion"). The patient was treated with surgery (planning for removal on (B)(6) 2019). At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, nausea, vomiting, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, pelvic pain, vaginal discharge, weight increased, stress, dyspareunia, ovulation pain, pain in extremity, back pain, abdominal pain, headache, neuralgia and ligament pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, headache, ligament pain, menorrhagia, migraine, nausea, neuralgia, ovulation pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, stress, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date (2009 or (B)(6) 2011), and removal date (planning for removal on (B)(6) 2018 and (B)(6) 2019). (B)(6) 2011 (discrepancy noted). Patient experience another three pregnancy episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet received. Updated onset dated of laboratory test. Essure lot number added. Added events headaches. Updated events onset dates, reported term. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure embedded in uterus / migration of essure: uterine wall / essure along the right side of the fundus of the uterus within the myometrium / right fundal essure coil noted within the myometrium / perforation (uterus)/ coils came out embedded in ut') and embedded device ('coil came out and embedded in uterus') in an adult female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's medical history included overweight, multigravida (total pregnanc: 8) and parity 4 (total live birth date: (B)(6) 2003; (B)(6) 2009; (B)(6) 2014; (B)(6) 2017). Concurrent conditions included anemia, chlamydial infection, ovarian cyst, shortness of breath and trauma. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)/ pain during menesis"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines / headache"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), stress ("emotional stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovulation pain ("ovulation pain"), pain in extremity ("side back bilateral legs pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), neuralgia ("radiating nerve pain") and ligament pain ("ligamnet pain") and was found to have a pregnancy with contraceptive device ("pregnancy (termination) / high risk pregnancy with unnecessary abortion"). The patient was treated with surgery (planning for removal on (B)(6) 2019). At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, nausea, vomiting, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, pelvic pain, vaginal discharge, weight increased, stress, dyspareunia, ovulation pain, pain in extremity, back pain, abdominal pain, headache, neuralgia and ligament pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, headache, ligament pain, menorrhagia, migraine, nausea, neuralgia, ovulation pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, stress, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009), and removal date (planning for removal on (B)(6) 2018 and (B)(6) 2019). (B)(6) 2011 (discrepancy noted). Patient experience another three pregnancy episode which captured under case (B)(4), (B)(4), and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. We received a lot number in this case.a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure embedded in uterus / migration of essure: uterine wall / essure along the right side of the fundus of the uterus within the myometrium / right fundal essure coil noted within the myometrium / perforation (uterus)') and pregnancy with contraceptive device ('pregnancy (termination) / high risk pregnancy with unnecessary abortion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's medical history included overweight, multigravida (total pregnancy:- 8), parity 4 (total live birth date: (B)(6) 2003; (B)(6) 2009; (B)(6) 2014; (B)(6) 2017) and pregnancy with contraceptive device (on essure (B)(6) 2014 and (B)(6) 2017.). Concurrent conditions included anemia, chlamydial infection, ovarian cyst, shortness of breath and trauma. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), stress ("emotional stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovulation pain ("ovulation pain"), pain in extremity ("side back bilateral legs pain"), back pain ("back pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (planning for removal on (B)(6) 2019). At the time of the report, the uterine perforation, pregnancy with contraceptive device, nausea, vomiting, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, pelvic pain, vaginal discharge, weight increased, stress, dyspareunia, ovulation pain, pain in extremity, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, ovulation pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, stress, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date (2009 or (B)(6) 2011), and removal date (planning for removal on (B)(6) 2018 and (B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received - reporter information was added. New events added: uterine perforation, pregnancy (termination), device ineffective, nausea, vomiting, vaginal hemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhea (cramping), pelvic pain, vaginal discharge, weight gain, emotional stress, dyspareunia (painful sexual intercourse), ovulation pain, side back bilateral legs pain, back pain, and abdominal pain. Medical history, concomitant drugs and lab test were added. 1st and 2nd follow up together. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.